Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and there is a constant audible tone from the pump. Customer also indicated that the keypad buttons are not responsive and the buttons are stuck. The customer's blood glucose reading was 102mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with frozen screen on full segment display, problem isolated to interface board. We were unable to complete functional test, confirm alarm or noisy pump due to frozen screen. No blank display noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.